Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the specific location of the rash on the body? All (B)(4) patient had reactions inside of both arms and inner thighs, and some patients also had across waist at back does the reaction extend 1-2 inches beyond each tape or only 1 site of the tape? Multiple areas. Rash was under arms, inner thighs, across back at waist. Rash was not systemic, rash was localized around tape. Were each of the (B)(4) patients female and approximately (B)(6) ¿ yes. Was the topical steroid cream prescribed or over the counter? Treated with prescription topical steroids event dates: all (B)(4) procedure dates were within the last quarter no photos or patient demographic data is available. Please clarify "cut the skin away" mean - these are plastic surgery procedures. He uses a scalpel and scissors. The cases are big body lifts, removing a lot of skin.

Event description:
It was reported that the patient underwent a major body lift plastic procedure on unknown date and the topical skin adhesive was used. Following the procedure, the patient developed a rash and reaction was located inside of both arms and inner thighs, and/or across waist at back. Rash was not systemic but localized around tape. The patient was treated with prescription topical steroids.